Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1475917) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2015, she received a reading of 137 mg/dl at 4:09 pm on her adc blood glucose meter, which was lower than a subsequent reading obtained by a paramedic. Customer further reported she "felt really tired", had "a loss of speech" and "could not move". Paramedics were called and upon arrival received a reading of 304 mg/dl on their unknown brand of meter "within 10 minutes of the adc reading". Customer was reportedly diagnosed with hyperglycemia and treated on the scene with unspecified "medication" infused via an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.